Manufacturer narrative:
.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 400 to 39 mg/dl at the time of the incident. The customer was given intravenous insulin to treat. The customer was wearing the insulin pump during the incident. The customer was getting a motor error alarm and believes the pump was over delivering. The customer had bad battery and low reservoir alarms. Troubleshooting was not completed as the customer declined. The customer was at 444 mg/dl on the morning of the call. The insulin pump will not be returned for analysis.